Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined.

Event description:
Additional information was received via an adverse event questionnaire to 06/08/2017; the reporter stated that the female patient ((B)(6)) started using the complaint product on (B)(6) 2017 and presented for an aftercare appointment with a two day history of red, watery and painful left eye (os). It was noted that the patient had slept in her contact lenses overnight two days prior to the appointment. The onset date noted was as (B)(6) 2017. The patient experienced "injection/ hyperemia (nasal left)", eye pain (discomfort), foreign body sensation and corneal infiltrates (3 infiltrates). The patient was diagnosed with "hs nummwer (illegible) keratouveitis" in the left eye (os). Patient was treated with acyclovir five times a day for one day and dexamethasone 0.1 percent three times a day for two days on (B)(6) 2016 (a clarification on the discrepancy regarding the event onset date and the date the medications were prescribed has been requested, but has not been received yet). The patient's symptoms were reported as resolved with no sequelae.

Manufacturer narrative:
(B)(6). The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As initially reported by an eye care provider (ecp), on (B)(6) 2017, a patient slept overnight while wearing the contact lens and suffered corneal ulcers. Treatment regimen not indicated. Patient¿s eye status was not known at the time of report. Additional information has been requested but not yet received.